Event description:
On 20-feb-2026, customer complaint was received on 20051 novaplus button newborn-1.0 mm. Customer complained that the heel stick device did not retract as it was supposed to, causing an rn to be stuck with lance, and requiring additional blood work for patient.

Manufacturer narrative:
Investigation ongoing. We will continue to track and trend for any additional reported events.